Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: after insertion of the device and during articulation, the tip of the shaft split. The device could not be straightened so the 5mm trocar and the device were removed together. The sils port remained intact in the tissue. The same trocar was used with a new device to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.